Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient called back with a loss of connection after changing out the sensor. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Paring test was performed and the test did not pass. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.